Event description:
It was reported that an x-mesh cage could not be removed from the x-mesh inserter/expander during surgery. The instrument was not expanding / contracting after the cage was separated from the inserter. As a result of the difficulty, the x-mesh cage was not used and bone graft material was placed in the void where the cage was intended to be placed. Stabilization was achieved with posterior screws. The difficulty resulted in a twenty minute delay to the procedure. Concomitant device: x-mesh cage, catalog number unknown

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
A functional test using a pair of pliers was conducted to attempt to rotate the expanding rod of which the x-mesh could not expand or contract confirming the event description. Visual inspection noted that the x-mesh posterior inserter handle had been broken off most likely due to a torsional stress upon the binding of the x-mesh mechanism. Additionally, the inserter replacement shaft was not returned. Furthermore, no device defects or other abnormalities were observed during evaluation of product. A review of the DHR acknowledged that no issues were identified during the manufacturing and release of this product that could¿ve been attributed to the problem reported by the customer. Testing on production level instruments found that the threaded scissor jack mechanism on the x-mesh posterior inserters will bind if not properly lubricated per the surgical technique and when subjected to high loads.